Event description:
Atrial under sensing in the current egm p waves are intermittently being undersensed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).